Event description:
It was reported that during priming with a polyflux 170h, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available however, four photographs were provided for evaluation. Visual inspection of pictures one and two show the wet product after use with marked areas around the dialysate port. The pictures were blurry; therefore, the condition could not be verified. Visual inspection of pictures three and four show the product inside the packaging with the product label visible. The reported condition was not verified. The reported condition could not be verified through evaluation of the returned photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.